Manufacturer narrative:
Per 21 cfr part 803, (B)(4) has been assessed as an MDR-reportable event. It was reported that the patient fell and allegedly the brace frame bent and snapped. It was reported that the patient retore the acl and mcl. The device has been returned for evaluation. Once the investigation is complete, a supplemental will be submitted.

Event description:
It was reported that the patient fell and allegedly the brace frame bent and snapped.